Manufacturer narrative:
(B)(4).

Event description:
It was reported that the non-sustained rv oversensing was observed. Review of the egm shows what appears to be myopotential oversensing. The oversensing was reproduced with isometrics testing. Programming changes were made and the patient will continue to be monitored.